Event description:
It was reported that during an aorta repair procedure, the first device was fired and the clip cut the vessel. A second device was pulled and when the device was fired, the clip cut the vessel again. The vessel was clamped and sutured to stop the bleeding. Unknown how much bleeding occurred. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.